Manufacturer narrative:
Device received with all operating currents within specifications and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test. Device was programmed with a basal rate and monitored five days. Several bolus were also delivered. Device delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. The test reservoir units left matches properly to the units left in the pump status screen noted. No unexpected bolus or basal deliveries anomaly noted during monitoring period. No unexpected no delivery alarms noted. Device had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked case at display window corners. Device passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 530 mg/dl at the time of the incident , blood glucose was 500 mg/dl and current blood glucose was 416 mg/dl. The customer reported the symptoms related to their high blood glucose was vomiting. The customer was assisted with troubleshooting. The customer was alleges pump was under delivering. The customer was treated with injection. Customer will not return device for analysis.